Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and found that the flow rate of a vacuum system was set high. The cse adjusted the flow rate and set the regulator. The cse then replaced the aspirate probe 3 and straightened the acid probe as they both were bent. The cse also determined that the reagent mixing mechanism was not calibrated properly. The cse carried out alignment to correct the calibration and performed alignments for the reagent probes. The cse cleaned the system and the customer ran calibration and quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the complex wash sequence may cause poor waste aspiration or incomplete wash dispense. Additionally, the higher vacuum setting may cause a problem with aspirating the bound material, which may reduce the relative light units (rlu). The bent aspirate probes could have caused the unbound waste to remain in the cuvette and increase the rlu and the bent acid probe could have caused the acid to not mix properly in the cuvette during dispensing. The alignment to the reagent compartment could cause the probes to miss the reagent dispense, which may also cause a lower rlu. As multiple issues were identified during troubleshooting, the cause of the discordant, (B)(6) results on three patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were sent to an alternate facility, resulting (B)(6). It is unknown if the (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, (B)(6) results.